Manufacturer narrative:
The returned i60 stapler was visually examined and functionally tested. Visually, the device was found to be within specifications. Functionally, the performance was not to specifications, but the observed event, viz the inadvertent opening of the jaws during firing was not duplicated. It has since been discovered that this event was due to a software issue. The corrective action has been validated and implemented. Eval summary: the articulation joint is inoperative and the anvil-housing is out of alignment. The anvil open at firing did not present itself during the test firing.

Event description:
In an esophagectomy procedure, while firing a plcr60b reload via an i60 stapler, the jaws of the i60 opened, deploying unformed staples. The device also failed to transect tissue. The i60 and reload were removed from the patient, and the procedure was completed by use of another device.